Manufacturer narrative:
A return material authorization (RMA) was issued to the customer requesting to have the large needle driver instrument returned. However, intuitive surgical, inc. (Isi) has not received the product involved with the alleged issue to perform failure analysis. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted unilateral inguinal hernia surgical procedure, the needle rotated when the 8mm large needle driver instrument jaws were tightened. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the issue occurred when the surgeon's head was inside the surgeon console¿s high resolution stereo viewer. The issue occurred while the surgeon was attempting to manipulate instruments from the surgeon console. The failure was not related to the inability of the instrument to move. The movements of the surgeons scaled appropriately to the instrument. The instrument moved in the intended direction. The timing of instrument movement was appropriate. There was no shakiness and/or friction experienced. There was no instrument-to-instrument or system arm-to-arm interference. There were no external collisions. The issue was persistent. The action being taken when the issue occurred was a change of the needle driver. The lot number of the drape that the instrument was attached to is unknown. The drape is unavailable for return. There were no injuries to the patient. The device was inspected prior to use. There was nothing noticed out of the ordinary. There are no photographic images of the device(s) or a video recording of the procedure available for isi review. The issue occurred at the end of the procedure.

Manufacturer narrative:
Intuitive surgical inc. (Isi) received the 8mm large needle driver instrument for failure analysis investigation. The instrument was analyzed and was placed and driven on an in-house system. The instrument passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The jaw opened and closed properly. The instrument was fully functional. No product issue was identified.

Event description:
Refer to h11 for follow-up information.